Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced pain at the ipg site due to weight loss. Surgical intervention was undertaken wherein the ipg was revised to be deeper in the pocket site. Therapy was restored post-op.